Event description:
It was reported that once before, the patient walked into a store and the store had security theft magnets hidden and it accidentally turned the stimulation off without the patient knowing. It was noted that the patient went in and had the device turned back on.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3487a-56, lot# l35140, implanted: (B)(6) 1995, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).